Event description:
A consumer reported experiencing a bacterial infection and corneal scarring due to an ulcer in her right eye associated with wear of focus night and day lenses. Request has been made for add'l info. However, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion; "this event is classified as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.